Event description:
It was reported by the customer that when the needle was inserted, the tape separated from the needle. Another device was used to complete the procedure with no pt consequences. The procedure was extended 15 minutes.